Event description:
Patient reported no complaint against the right side. Patient later reported "noticed two lumps under her right armpit and had this investigated and discovered the lumps were located in the lymph nodes and they had been filled with silicone due a ruptured right implant" the device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued: h6- f2203. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: lymphadenopathy, rupture, silicone migration.

Event description:
Patient reported no complaint against the right side. Patient later reported "noticed two lumps under her right armpit and had this investigated and discovered the lumps were located in the lymph nodes and they had been filled with silicone due a ruptured right implant" the device has been explanted.